Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging meter casing issue. The patient reported that the test strip did not enter the test strip port easily. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.